Event description:
As reported: "a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system: subject 01-008. Patient had pain over proximal and distal screws. Screws were removed on (B)(6) 2021, but not device.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. In the case presented, a 35-year-old male patient (165 lbs / 72 inch / hiv) had been treated for a tibia fracture with a t2 alpha nail, incl. Proximal and distal screws, on (B)(6) 2020. In (B)(6) 2021 the patient complained about pain. On (B)(6) 2021 the screws were removed which allegedly resolved the pain. A review of the device history was not possible because the lot number was not communicated nor was the device returned. No corrective actions are required at this time. A review of the labeling, here t2 alpha tibia treatment, did not verify a deficiency. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a root cause could not be determined.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
As reported: "a post-market clinical evaluation of the treatment of tibia fractures with the t2 alpha tibia nailing system: subject 01-008 patient had pain over proximal and distal screws. Screws were removed on 14jul21, but not device.